Event description:
Boston scientific received information that this left ventricular lead displayed loss of capture and was explanted due to dislodgement. The explant procedure was performed and no other adverse patient effects were reported.

Manufacturer narrative:
As of today, the explanted product has not been returned for analysis. If the product is returned or if additional information becomes available, this report will be updated.

Event description:
The lead was returned and analyzed.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory visual inspection noted deformed conductor coils and dried body fluid in the lumen. Analysis was unable to pass a guidewire into the lead most likely due to body fluid infiltration. Resistance and pressure tests were completed to assess the lead's electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Analysis did not reveal any abnormalities which would have contributed to the difficulties experienced. Analysis testing could not confirm lead dislodgement and loss of capture.